Manufacturer narrative:
No product event was received with the return of the device. A failure event was observed during analysis. Final analysis found burn damage on the transmitter. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter revealed burn/thermal damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components and damage on both sides of the main pcb and on its inner casing. Inspection of the opened transmitter revealed that there was no damage to the main pcb or to its inner housing. Testing revealed that the burnt components on the ac power adapter¿s main pcb caused the merlin@home transmitter to not power on. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
This report is to advise of an event observed during analysis.